Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was being treated for peritonitis. There was an allegation stating this adverse event was due to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, cloudy peritoneal effluent fluid and drain difficulty during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with acinetobacter awoffii and enterobacter cloacae in the culture and a wbc count of 3125/mm. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event with an alleviation of abdominal pain and nearly clear peritoneal effluent fluid. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 presented with 135/mm3 following 7 days of antibiotic therapy. Though the exact cause of infection remains unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Correction: g4 (510(k)#).

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was being treated for peritonitis. There was an allegation stating this adverse event was due to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, cloudy peritoneal effluent fluid and drain difficulty during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with acinetobacter awoffii and enterobacter cloacae in the culture and a wbc count of 3125/mm. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event with an alleviation of abdominal pain and nearly clear peritoneal effluent fluid. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 presented with 135/mm3 following 7 days of antibiotic therapy. Though the exact cause of infection remains unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of one microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts and another that can colonize on the human body while infecting the immunocompromised. Therefore, the liberty cycler can be excluded as a root cause or contributor to this patient¿s adverse event.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was being treated for peritonitis. There was an allegation stating this adverse event was due to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, cloudy peritoneal effluent fluid and drain difficulty during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with acinetobacter awoffii and enterobacter cloacae in the culture and a wbc count of 3125/mm. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event with an alleviation of abdominal pain and nearly clear peritoneal effluent fluid. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 presented with 135/mm3 following 7 days of antibiotic therapy. Though the exact cause of infection remains unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.